Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a 808:02 failure code was discovered and confirmed during product evaluation. The root cause of this condition was assigned to a defective pump head module. The pump head module was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The condition of a colleague infusion pump with failure code 808:02, which interrupted delivery, was discovered by baxter personnel during product evaluation. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. This is involving a pump with software version 6.13.90 which is categorized as remediated. No additional information is available.